Event description:
Baxter received complaint from customer indicating a leak in the tubing on this set. The tubing leaked during pt use. No pt injury has been reported at this time. No add'l pt info is available at this time.